Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient refers inconsistent use of the device. Effect on hearing performance is not clear as performance on the concerned side has never been optimal. An appointment for further testing is scheduled on (B)(6) 2016.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
During a programming appointment in (B)(6) 2016, the clinician noted that 5 electrode channels had hi impedance status. The effect on the patient's hearing performance is not clear, as performance on the concerned side has never been optimal. Patient does not wear the device consistently. The patient has been re-implanted on (B)(6) 2016.